Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they had been having on going issues with calcium gen2 on their p-module. The customer stated there were 257 patients with questionable results. The customer provided data for 181 patients, 27 of which had discrepant results that were reported outside the laboratory. The customer repeated the sample on another p-module. The samples were not tested a second time on the second p-module for confirmation, but the results were assumed to be correct. Please refer to the attachment to the medwatch for the patient results. The customer stated "the remark from the clinical team on ward with most patients affected was that some of these patients were wrongly given calcium supplementation - not able to confirm if it has adversely affected them". There were no allegations of any adverse events. The calcium r1 and r2 reagent lot numbers and expiration dates were requested but not provided. A specific root cause for the event could not be determined. The field service representative has been on site. He evaluated the analyzer and performed corrective and preventive maintenance actions on the photometric and fluidic systems. It was also determined the customer was not following the recommended calibration frequency, and had not calibrated the analyzer in a month. The customer stated their quality control ranges were too wide to detect these issues. It was noted the customer's iqc was marginally outside the acceptable limits at the time of the first incident.